Event description:
It was reported that the patient had a "hard fall" and was in a car accident. She subsequently lost stimulation sensation and therapeutic effect. An x-ray confirmed that the lead was damaged or broken. The patient outcome is unknown. Further information is being from the hcp.